Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving no delivery alarms. The blood glucose reading was 93 mg/dl. Customer was advised to run a 5 unit fixed prime and stated that insulin did exit. Customer was advised to change the infusion set. She stated that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.